Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Since the lot number is known, a batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter?s service center regarding a cassette leaking; which occurred on the homechoice (hc) during use. The home patient (hp) stated that a couple of nights in a row they noticed water leaking from under the door. The hp believes that the cassettes are leaking. The technical service representative (tsr) advised the hp to use a new box and hang onto the old ones in case they needed to be picked up. The hp does not have the lot number of the leaking ones. Baxter product surveillance was contacted by the hp (B)(4) 2012 regarding the reported problem. The hp stated that they do not believe that there was any physical damage to the cassette it self, but they are not sure. They stated they checked the cassette body and the tubing and there was nothing unusual with it. They stated they are not sure where the dampness came from. They stated that they still have these cassettes available for evaluation, but currently cannot recall the lot numbers. The hp stated that they have talked to their nurse about it because the dampness they find is frequent. They stated that the nurse believe their patient line over priming, because all the leaks were identified during prime. The hp stated their peritoneal dialysis registered nurse (pd rn) also told them to use a new box to see if they are still having this either leaking or over priming issue. The hp stated their nurse even gave them extra cassettes just in case. The hp stated both the possibilities have not hindered their therapy in a negative way, and they have been able to continue as normal. They stated they have not needed any medical intervention and has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak issue. Complaint is not confirmed and the assignable cause is undetermined because no alarms, visual defects or leaks noted on returned disposable set during sample evaluation. Batch review revealed no issues noted during the manufacturing process. There were no deviations from standard procedure and user did not describe any types of use errors or other issues that might have caused the leak issue.